Manufacturer narrative:
(B)(4). The device was received for evaluation. Microscopic inspection revealed a colorless mass, 0.5 mm by 0.4 mm in size, on the device shaft. Physical properties of the mass were consistent with room temperature vulcanization silicone adhesive. The reported condition was verified. The cause of the condition not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The event was reported to have occurred on an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a flo-thru device. This was noted before use. There was no patient involvement. No additional information is available.